Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the patient reported a break in aseptic technique described as making a mistake of touch contamination. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a consumer in the USA of patient (pt) made mistake/touch contamination and peritonitis in a male patient coincident with dianeal pd4 ambuflex and dianeal pd2 ambuflex therapies. On an unreported date, the pt began treatment with dianeal pd4 ambuflex and dianeal pd2 ambuflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported by the consumer (pt). On an unreported date, the pt reported making a mistake of touch contamination (details not provided). It was reported that on (B)(6) 2012, the pt experienced peritonitis and on (B)(6) 2012, the pt was hospitalized for the event. Treatment was not reported. Concomitant medication was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the pt was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis. Upon follow up by gpv with the pd nurse (pdn), the pdn declined to provide any information.